Event description:
Legal counsel for the patient alleges that the patient underwent an m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012. Patient alleges pain, difficulty walking and standing, elevated metal ion levels, pseudocysts, inflammation and complications with the hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that the patient underwent an m2a right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012. Patient alleges pain, difficulty walking and standing, elevated metal ion levels, pseudocysts, inflammation and complications with the hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes report the presence of a pseudocyst, grayish joint fluid, and a loose acetabular component. The cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 0001825034-2013-00533 /00535 ) this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.